Manufacturer narrative:
(B)(4). The patient was discharged from the hospital. On an unreported date, the patient completed the course of antibiotics with clear dialysate and no signs of abdominal pain. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is report of peritonitis caused by a break in aseptic technique. The patient began continous automated peritoneal dialysis (capd) therapy approximately five months prior to the reported event. The patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated with amikacin, vancomycin, and ciprofloxacin. The patient was retrained on aseptic technique. Action taken with peritoneal dialysis therapy was not reported.